Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer called and reported he could not get insulin to come out of the insulin pump and he was having a hard time bringing blood glucose down. Customer's blood glucose was 312 mg/dl. Customer reportedly treated with the insulin pump. During troubleshooting, insulin did not exit at quick release during manual prime. No leaks or air bubbles were observed. The high pressure test was performed. The insulin pump failed the high pressure test once and passed once. Also during troubleshooting, a button error was found in the alarm history. Customer stated he had cleared the alarm and did not remember significant events leading up to it. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.